Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs #1225714-2014-00235, 00236, 00237 and 00238.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6), 2012 and on or about (B)(6), 2013 after the use of the product.